Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the endo gia handle broke in the surgeon's hand as he was trying to pull back the black lever to open the instrument. He believes the duet caused the gun to malfunction. Due to the reload being jammed, a new instrument was opened and a larger biopsy had to be removed. A new reload and gun was opened and stapled around reload.